Event description:
It was reported that a balloon rupture occurred. The 98% stenosed target lesion was located in the mildly tortuous and moderately calcified unspecified vessel in the left forearm. After a non bsc guidewire crossed the lesion, the 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter advanced for dilatation. However during the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a sterling catheter with no other devices. There was blood in the inflation lumen and hub. Magnified inspection revealed a 2cm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).